Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was 0.303 miu/ml and was reported outside of the laboratory. The doctor questioned the result as the patient had a previous positive result. The sample was repeated and the result was 1306 miu/ml which matched the previous result for the patient. The customer repeated the sample three additional times with results of 0.277 miu/ml, 1345 miu/ml, and 1277 miu/ml. There was no adverse event. The reagent lot number was 28429200 with an expiration date of 28-feb-2019. The field service representative found the mixing speed was too high and adjusted it. He found the anti-static brush was worn and replaced it and a cable. Performance testing was completed which passed. The customer ran qc which was acceptable.